Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple non-tandem infusion set cannulas became bent, or had poor site adhesion. Reportedly, this caused the customer's blood glucose to elevate to over 600mg/dl. No additional information regarding the event and infusion set product information was provided.